Event description:
It is reported that while inserting the screw during surgery on (B) (6) 2009, part of the threads became frayed. Screws were being used through plate per physician.

Manufacturer narrative:
(B) (4). Evaluation summary: it is noted that there are burrs present on the cortical screw threads and on the locking screw head. Sem analysis confirmed burrs are present on the cortical screw threads, but no burs appear on the locking screw head. It was not mentioned how the screws were inserted through the plate. If the screws were not properly oriented in the plate holes, the threads could become abraded. There is too little information provided to determine a potential root cause of failure for these parts. There are no prior complaints for these screws. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.